Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. (Patient also had wound at the lead site which did not heal from the past implant which is reported under MFR. Report # 1627487-2019-03596). As a result surgical intervention took place on (B)(4) 2019 where the wound was debrided by the physician and issue was resolved. Effective coverage was established post- op.